Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during npwt using a renasys touch device & power sup, the pump was unable to charge the battery. The message of battery abnormality was displayed on the screen. When the pump was connected to main power, the green lamp not turned on. The treatment continued with a back-up renasys touch device & power sup pump. There was no delay. No patient harm was reported.